Event description:
It was reported that during a da vinci prostatectomy surgical procedure the harmonic curved shears insert accessory broke and a component fell into the pt. The broken component was retrieved from the pt and the planned surgical procedure was completed. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint engineering found the clamp arm is missing from the insert. One side of the attachment feature, which actuates up and down, is bent and the actuating piece is stuck in the "clamp arm fully open" position. Based on the appearance of the damage, engineering concluded that the instrument clamp arm was hyperextended while open, which bent the attachment and caused the clamp arm to detach. Per the case notes, the missing accessory component that fell inside of a pt was successfully retrieved.